Event description:
The customer reported that during use of this lightwave suction ablator in a shoulder arthroscopy procedure on (B)(6) 2013; the ablator appeared to have burned the patient skin around the area of the working portal. The burn was assessed to be 2nd degree in nature. The discoloration on the patient¿s skin was noted several minutes after the surgeon began using the ablator. The ablator in question was set aside, a new one was opened, and the procedure was completed without further incident. Bactroban dressing was applied to the patient¿s skin after incision closure. No other surgical/medical intervention was reported. It was also reported that the patient did have a grounding pad in place, but no cannula was being used in working portal at the time of the incident (i.e. Ablator was being used percutaneously).

Manufacturer narrative:
Evaluation of the used lightwave suction ablator found the unit to be in good physical condition with no evident damage to the insulation or working tip. The ablator was functionally tested using a known, good "test" generator and the device performed as intended, with no anomalies noted. Manufacture date: 1/24/2013 - (B)(4). A (B)(4) review of complaint history revealed one other adverse event, which was received from this same end user, and no other complaints for this lot. The lightwave ablator focuses radio frequency (rf) energy at the tip of the electrode, which generates heat. The heat is used to dissolve tissue, or vascular coagulation. The product's risk document addresses this type of occurrence as an acceptable risk. The product's instructions for use (IFU) provides the following warnings and precautions: non-conductive cannulas are recommended. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object; localized heating of the electrode and the adjacent metal object may result in product damage or patient and/or personnel injury. Lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. Continuous flow of irrigant is recommended. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage to the insulation. Maintaining an outflow is important, especially in small joint spaces. The lightwave ablator is used in conjunction with an electrosurgical generator and a dispersive electrode (pad). Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation, melting of the electrode tip, or patient burns. Use caution when activated in close proximity to the video scope. Contact with video scope may cause patient injury. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Do not insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury, or device damage.